Manufacturer narrative:
The reported event of air in the tubing set could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device was manufactured according to specifications as supported by the receiving inspection results. Based on the information received, the cause of the reported leak could not be conclusively determined.

Event description:
During a procedure, following priming, air was noted in the three-way stopcock. The tubing set was replaced and the procedure was completed with no adverse consequences to the patient.